Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and performed fault diagnosis, fse identified fault in the network card of the host pc. Fse also found that ips associated with host-pc communication with the rest of the computer, which had been lost. Fse re-configured to solve the issue. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system does not turn on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.